Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent tr was a cascading event of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) with a grade of 4+. A triclip xtw was inserted and successfully deployed on the leaflets, reducing the tr to a grade of 1-2. The clip was noted to be stable on the leaflets. On (B)(6) 2024, an echocardiogram was performed and revealed that the clip had detached from anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda), causing the tr to increase to grade 5+.on (B)(6) 2024, an additional triclip procedure was performed, and triclip xt and a triclip xtw were implanted, reducing the tr to a grade of 1-2.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.